Event description:
Pt underwent lacrimal duct probe of right breast. Following removal of probe, tip of probe appeared shorter and probe tip appeared rough. Two chest x-rays done showing 1cm x 1mm density, but location is far from operative site. Pt to get mammogram in a month once breast soreness resolves.